Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted a test stylet used. Stylet insertion stopped at 36.5 cm due to dried blood obstructing the lumen of the distal conductor.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure the guide wire could not be inserted into the lead completely. Physician replaced the lead with another one to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.